Event description:
It was reported by the rep that the one er320 was used during a laparoscopic cholecystectomy procedure. It was reported that the er320 misfired multiple times during the procedure. There was no pt consequence. Add'l info received: 08/08/2000 rep responded that the case was completed with a second device.